Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 08-18-2024, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted. Prior to the adverse event, the patient was having issues with the sensor readings. The readings would suddenly drop low or show high readings. The patient's daughter was constantly monitoring her mothers readings. At some point the daughter took a bg reading which was over 500 mg/dl, there was no cgm reported. Later on, the patient was found unconscious by her daughter and the patient wasn't able to speak or respond when the daughter found her. The daughter took the patient to the hospital. The patient was admitted to the hospital and regained consciousness after 2 or 3 days in the hospital. As per patient, she couldn´t remember what medications were given to her while she was admitted. The patient was discharged on (B)(6) 2024. The patient's bg was 110 mg/dl before she was sent home. At the time of the report the patient was feeling a lot better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.